Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site. As a result, patient was administered antibiotics to address the issue. Infection is improving.